Event description:
On (B)(6) 2020, the patient underwent a hardware removal procedure due to infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)